Event description:
Customer is receiving readings of 75 & 325 mg/dl completed within 10 minutes on one adc meter. Tests were performed on the finger. Results when plotted on a parkes error frid fell into the "c" zone showing the difference to to clinically significant. Please note that customer excessively squeezed test site to obtain sample. There was no report of death, serious injury or mistreatment associated with this event.